Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 270 mg/dl. Reportedly, the customer consumed a pizza and may not have counted for the carbohydrates correctly and delivered less insulin than needed. To address the bg level, the customer delivered a correction bolus. However, when attempting to deliver the bolus, the pump calculated a bolus request of 0.8 units of insulin, and the customer felt that the suggested bolus amount should have been more. Reportedly, the customer overrode the suggested bolus request and delivered 7 units of insulin. Tandem technical support educated the customer that the pump takes the current bg level, target bg level, and correction factor into consideration. The customer was unable to remember if there way any insulin on board (iob), and although requested, declined to upload the pump data logs.